Event description:
The customer reported that while performing an ent procedure, an unk type of handpiece sparked and a flame was noted. There was a nasal cannula with oxygen in use at the time when the flame was noted. The pt had been prepped with an iodine solution and a facial tent was also in use during the procedure. The surgical team extinguished the flame using a saline solution. There was no pt injury.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. To date the incident generator has not been received for eval. If the unit is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.